Event description:
It was reported that the wake button on the pump was damaged and was not working properly to turn the pump screen on and off. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.